Event description:
Event description cpi received information that during an elective replacement procedure of a implantable pulse generator (ipg) it was noted the atrial bipolar lead (4271) was fractured. It was capped. A new lead (4271) was implanted.